Event description:
Boston scientific received information that during the first outpatient follow-up post right ventricular lead implant, high pacing thresholds and loss of capture were exhibited. An x-ray was performed at which time the lead was confirmed dislodged. Lead repositioning was scheduled; however, due to patient anatomy to include a small subclavian vein, the lead was not successfully repositioned and consequently removed. The explanted product is intended to be returned for a post market assessment and no further adverse patient effects reported. Another lead was successfully implanted.

Manufacturer narrative:
Following product return and completion of laboratory analysis, a follow-up report will be submitted.

Manufacturer narrative:
Upon return, this lead was thoroughly analyzed. Visual inspection confirmed a complete lead with set screw marks noted on the terminal pin. Insulation on the rate/sense coil was noted wrinkled sporadically between 22 cm to 32 cm from the pin. The helix was retracted with notable dried blood; however, physically within specifications. Extensive testing was then performed to assess the lead's electrical and insulation integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry and the lead insulation. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there was no intermittency in the electrical conductivity. Laboratory analysis was unable to verify the reported clinical observations of this case.